Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl 500mcg/ml at 30mcg/day via an implanted pump. Indication for use was noted as spinal pain. On (B)(6) 2016, while implanting the catheter the doctor noticed a tear in the pump connector that attached to the pump. It was stated that they removed the broken part and replaced it with an pump segment catheter. It was noted that the issue resolved at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.